Event description:
It was reported to philips that the system's imaging functions were delayed and/or hanging, preventing use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.